Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that twelve days prior to death, the patient was hospitalized for an unrelated indication. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the issue was not matched to this device until after the device had been sent to service, a complete device analysis could not be completed to investigate the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.